Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The serial number and device manufacture date are unknown. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reproduction test was not performed since the device was not returned. Additional information was received from the customer stating that the issue was resolved. No further information was available. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition liquid crystal display monitor would not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information was requested from the reporter. In speaking with the olympus technical assistance center (tac), the customer reported the monitor would not power on. While on the call with the technical support, another colleague of the customer resolved the issue. The tac technician did not perform any additional troubleshooting since the customer resolved the issue. The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.